Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. Corrected fields: d8, e2, e3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Based on the results of the investigation for the following issues : ignition error , lamp does not light the root cause could not be identified. The event can be prevented by following the instructions for use which state: ¿ [warning] non-olympus equipment can cause instability of the automatic brightness adjustment. ¿ [average lamp life] approximately 500 hours of continuous use (with intermittent use, the lamp life may vary slightly.) Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii xenon light source displayed a lamp ignition failure error code, e103. The event was observed during preparation for use for a unknown procedure. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed as the function control was showing the error code reported. In addition, it was noted that there was cosmetic damage to the housing, a damaged and broken front panel, the chassis and the rear panel were bent, the lens base, front bezel and the air duct were broken. Further, a faulty scope socket was observed as well as a faulty turret assembly noted as both turrets were bent, and the non-olympus illumination lamp indicated 500 or more hours. Three attempts were performed to obtain additional information, but no response was received from the customer.